Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The reported event could not be reproduced. There was no disconnection found. The manufacturing record was reviewed and found no irregularities. Omsc presumes that the reported event occurred due to getting dirty or wet on electronic contacts. The above device handling has warned in the instruction manual as follows. *make sure that the video plug and its electrical contacts are completely dry before connecting the plug to the video system center. Wet contacts could cause the equipment to malfunction.

Manufacturer narrative:
The subject device referenced in this report has not yet been returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
We received the following report. During an unspecified procedure, the subject device was used. The endoscopic image displayed on the monitor suddenly became dark sometimes. The intended procedure was completed with another device. There was no patient injury reported.